Event description:
The customer reported that just after insertion of the tubing for intravenous infusion, a leak was detected (by the patient) proximally. The drug was administered avastin. We did not receive a sample or a picture for investigation. A free-flow and tightness-test was performed on one retain sample which resulted in no non-conformities. The investigation of our production documents did not show any deviation related to the complaint issue. A complaint history review for the lot did not identify adverse trends related to the reported issue. Without the affected sample, a more detailed analysis is not possible. Based on the investigation results, a root cause could not be determined.